Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fractured; distal conductor was found distorted; the outer insulation was breached cut; the lead was found stretched; full lead analyzed.

Event description:
It was reported the lv lead impedance was > 2500 ohms and the lead was unable to capture at high outputs. The lead was replaced. No patient complications have been reported as a result of this event.